Manufacturer narrative:
The customer reported that they had conducted a retrospective review of an event that occurred on (B) (6) 2009. The device was believed to have shocked asynchronously when the users believed it was in sync mode. The involved pt had an episode of ventricular fibrillation, but a subsequent delivery of energy with the same defibrillator converted the rhythm to a sinus rhythm. The involved defibrillator could not be definitively identified for eval due to the passage of time. The ECG event strips were reviewed by philips quality investigators. It was verified that the device was not in sync mode at the time of the asynchronous shock. There is insufficient info to support that a malfunction occurred. The root cause of this reported sequence of events could not be determined. Note: philips received a medwatch report from the FDA concerning this event. On the medwatch report, the uf/importer report # is (B) (4). Since there were no event codes provided by the user facility in the medwatch report, we are providing them now, based on the customer's problem description.

Event description:
The customer reported that they had conducted a retrospective review of an event that occurred on (B) (6) 2009. The device was believed to have shocked asynchronously when the users believed it was in sync mode. The involved pt had an episode of ventricular fibrillation, but a subsequent delivery of energy with the same defibrillator converted the rhythm to a sinus rhythm.